Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy, the device sealing tone was heard, but error sound was heard and the event that sealing did not complete continued many times. The device was wiped with gauze and used repeatedly, but the situation did not improve. When a new device was used, it was able to be used without problems. It has been checked that there is no problem to investigate after the ill effect of corona was eliminated. There was no patient injury.